Event description:
A customer reported the control panel arm on their epiq 7c ultrasound system dropped rapidly. There was no patient or user harm. The service engineer replaced the control panel arm gas struts to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
A qualified service engineer evaluated the system based on the customer complaint. The service engineer confirmed the control panel support strut was not functioning properly. The customer's immediate concerns were addressed by replacing the gas support strut. The suspect part was disposed of locally, so no further failure analysis was realized. The system has returned to service with no similar issues reported.